Event description:
Three 1104 b's malfunctioned and required replacement. The incident was described as follows; the pt was at the bedside when the staff tried to place the catheters; the first bolt would not tighten, the second bolt was missing a part and the third catheter would not fit into bolt #1. The pt was not anesthetized however, the procedures was delayed 30 minutes while staff went to obtain multiple 1104 b boxes. The pt did not incur an injury as a result of these malfunctions.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.